Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was confirmed and the cause is use related. The product returned for evaluation was a 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The catheter split was located between the 40cm and 41cm depth markings, and the observed damage which is characteristic of this failure type included: circumferentially aligned split in the catheter, rounded fracture edges, impressions from material buckling near the fracture site, overall elliptical shape to the fracture cross-section, and polished features due to material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant

Event description:
It was reported that a PICC line was successfully place, and used for some weeks. The patient was given oxaliplatin and after the therapy, the nurses observed a leakage of liquid at the exit site. PICC was removed and the leak was found between 5-10 cm away from the bifurcation part. On (B)(6) 2016 - the facility reports: "the physician who placed the line informed that the leak was at a point where the catheter was in the vein, hard to check this way, but that is what was provided. Because it is a 4 fr groshong PICC you/ they leave it in general around 1 cm outside the exit site. No dept marker news."